Event description:
It was reported that 1 unspecified bd nano¿ ultra-fine plus pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the patient's husband reported receiving a number of bd ultra-fine plus pen (32g) 4mm needles that were blocked. The patient discarded the needles that were blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The material cat# 149455-002 submitted is not traceable on the bd system therefor the device is unspecified. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Initial reporter phone# : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 unspecified bd nano¿ ultra-fine plus pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the patient's husband reported receiving a number of bd ultra-fine plus pen (32g) 4mm needles that were blocked. The patient discarded the needles that were blocked.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.